Event description:
A facility representative reported that with a description of defective intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. The lens was inserted and removed during initial procedure.

Manufacturer narrative:
The account indicated the use of a qualified cartridge and viscoelastic. A company handpiece was indicated. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. No details of the defect were provided. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).